Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and is unable to administer a bolus. The customer's blood glucose reading was 405 mg/dl at the time of incident. Troubleshooting found that the insulin pump also had a partial display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no bolus stopped alarm and no missing segments or partial display noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.